Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the device was inspected by head of service department (B)(4) on (B)(4) 2014, all testing was performed according to test and trouble shooting procedure listed on page 3 in document: service manual se_143674_ab. The device passed all functional testing, no failure could be identified. The alleged "colibri stopped moving, when in use" reported by the customer, which means the chuck drilling speed w/key attachment causes a colibri to stop when in regular use could not be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. No non conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the colibri stopped moving, while in use. This report is 1 of 1 for (B)(4).